Manufacturer narrative:
The philips field service engineer evaluated the device and found that the issue had already been resolved prior to arrival and did not contain the pm board covered in the fco. The biomed repaired the unit and requested that the service work order be closed without onsite activity. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
It was reported to philips that the device alarmed while in use, with an error code (alarm led failure) in the event logs. The device was in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated they will replace the power switch overlay, and also requested to have the power management board replaced as part of the fco. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.